Event description:
This lead has been explanted because of loss of capture and possible ventricular lead pacing in the atrium. Upon removal, it appears that the integrity of the insulation has been compromised. This lead was replaced with a new biotronik lead and connected to the existing device. The system is now functioning normally.